Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device loaded, retained and formed five clips conforming; however, due to the condition of the jaws one clip with gap was formed. A possible cause of this condition may be the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass graft procedure, the clip applier jaw was not holding clips properly, resulting in improper closure of clips. Unknown how case was completed. There were no adverse consequences for the patient.